Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted two instrument were received loaded with one 8dpt reload. There was a tack protruding from one of the loaded reloads, the other was fully fired. Two of the other received reloads were loaded onto the two instruments for functional testing. The handle was actuated and fired down on test media. The visual inspection of the third instrument noted no attached reload and proper timing. All three 8dpt reloads had disrupted timing and the 5dpt reloads had proper timing and full complements of tacks. Functionally, the 5dpt reload was loaded onto the instrument. The handle was actuated and it was fired down on test media. All three instruments made a clicking and crunching sound; the gear popped during firing. Improperly seated tacks and tack hang ups were noted for each instrument. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. It was determined that during assembly the two handle halves were not screwed together with the appropriate torque output. When the instrument was cycled the force needed to properly deploy the deep purchase tacks could not be obtained and resulted in damage to the internal gears. This damage causes the tack to not deploy or seat properly in the tissue. The product analysis established a relationship between a device failure and the reported incident of tack did not advance. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after loading the second reliatck 8r cartridge, the surgeon experienced difficulty in firing, producing a cracking noise when firing, skipped firing sequence (no tack deployed), and poor tack purchase. This cartridge was discarded and another cartridge loaded onto the handle. A third cartridge was applied onto the handle with difficulty, requiring several firing cycles to achieve a vertical firing pin position. The third firing sequence produced the same cracking noise and poor tack deployment. After two poorly fired tack deployments the device "locked up) and would not fire. The cartridge was unable to be removed from the handle and a new reltack4xdpt was opened after what appeared to be normal cartridge loading, this new device produced the same cracking noise and poor tack deployment. At this time the device was abandoned for another tacking device (secure strap) to finish the procedure. No adverse outcomes experienced by the patient normal recovery. There was no re-operation, etc. There was no unanticipated tissue loss. There was no unanticipated blood loss of 250cc or more. Surgery time was not delayed by more than 30 minutes. No po box number is necessary to ref. When the replacement and or credit are issued. Additional information received via email from (B)(4) on 12-jan. What is the lot number and UDI number of the reliatack 8r cartridge used with this device? - how was the issue corrected? - the procedure was completed with another tacker, (secure strap). What is the current status of the patient? - normal recovery. Did any device component fall into the cavity of the patient? - no. If yes, which piece fell in and how was it retrieved? Can you confirm that the clinical device is available and will be returned for evaluation? - yes, both devices are available for evaluation. Should the customer(s) be notified of product analysis results, if available? (Customer response letter) - yes, please copy me on any communication with the customer. I can be copied at: (B)(4).